Event description:
The customer contacted physio-control to report that their device reboot constantly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
While performing preventative maintenance physio-control observed the reported issue. Physio further evaluated the device and the issue could not be reproduced. Physio replaced the devices battery as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device reboot constantly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.